Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer cannot get her infusion set to deliver. When customer goes to the home screen, it says last alarm 12.24, no delivery, and finish loading. Customer was changing her infusion set when the alarm occurred. Customer's blood glucose level was 200 mg/dl. Customer was advised to disconnect the tubing and reservoir and then reconnect. Customer stated that the insulin did not exit. Customer was able to troubleshoot for a potential reservoir and infusion set at this time. Customer was assisted with priming pump, but pump said no delivery. Customer stated that the insulin did not exit the tubing. Customer tried another reservoir but the pump alarmed no delivery with manual prime. Customer was advised to change the reservoir to resolve the issue and to return the reservoir. Customer was able to prime and insert infusion set. No additional information provided.